Manufacturer narrative:
This report is made based on the results of evaluation completed on 10/6/2011. (B)(6). Recall 2531779-03/24/2010-003-r. The pump was returned to animas for evaluation. The results of the investigation were as noted: the force sensor was out of calibration. Review of the pump download history reveal loss of prime alarms due to low non zero force. The force sensor calibration test confirmed the sensor is not detecting the correct force. An "ezprime" operation was performed and during the "load step" the piston detected the cartridge. The old and force sensor flex pins are intact with no evidence of dislodging. The force sensor resistance is within specification measuring 8.5k ohms at 5lbs. There was no dimple found in force sensor shim plate and no contamination around force sensor shim plate. In addition, the lead screw ball is missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
Evaluation revealed a force sensor issue. This report is being made based on the evaluation results.